Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis to an inability to stop alarms. Functional and visual testing was performed. The reported issue was not confirmed. The pump was found to be displaying "service due" alarm message and "double beeping" while downloading the pump's event history logs. It's recommended that the downstream occlusion sensor and internal real time clock lithium battery to be replaced.

Event description:
Information received a smiths medical cadd legacy 1 pumps - 6400 alarms even when batteries taken out. Incident did no occur while in patient use and no patient adverse events.